Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with glucose peaking at 340 mg/dl and remaining above 200 mg/dl for approximately four hours after announcing a usual meal but consuming a larger portion than announced; the user did not change supplies and glucose later returned to target. Symptoms included high blood glucose without reported acute complications. Outcomes included self-resolution without medical intervention or hospitalization. Investigation included review of device-reported glucose trends and meal announcement details, along with user report of supply status. Investigation of this case revealed use-related error due to incorrect meal size announcement, with no evidence of device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related underestimation of carbohydrate intake leading to transient hyperglycemia.

Manufacturer narrative:
Initial.